Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported failure to advance and patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) failed to cross the patient¿s lesion. Factors that may contribute to failure to advance include but are not limited to, inadequate deliverability, outer diameter of the guide wire, device support, user technique, challenging anatomy, interaction with accessory devices, and / or damage to the guide wire. In this case it is possible that the interaction with the patient¿s challenging anatomy contributed to the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary arter (rca). A 3.0x33mm xience alpine drug-eluting stent (des) was attempted to be advanced into the lesion; however the des failed to cross the lesion, and a subsequent vessel dissection was noted. A unknown stent was then deployed to cover the dissected vessel, and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.